Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax with internal parts exposed. Once ablating with the qdot micro catheter, it would stop ablating due to ¿impedance too high¿ and sharply increased the temperature. Several sessions of ablation performed at another area but the same issue occurred. Therefore, the cable was replaced, but the issue occurred. The catheter was replaced and the issue resolved. The procedure was completed with no additional issues and without patient consequence. The ngen generator was used. No other generator was used. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024, observed reddish brown material inside and a hole on the pebax with internal parts exposed. This event was originally considered non-reportable, however, bwi became aware of a hole on the pebax with internal parts exposed on (B)(6) 2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 12-jan-2024. The device evaluation was completed on 09-feb-2024. The product was returned for evaluation. Biosense webster (bwi) conducted a visual inspection, temperature, and impedance test of the returned device. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed; however, the hole could be related to the handling but, it cannot be conclusively determined. Temperature, impedance, and patency testing were performed per bwi procedures. No malfunction was observed. The event described was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issues. To minimize any impedance issues, the following guidelines should be followed. Apparent low power output, high impedance reading, or failure of the equipment to function correctly at normal settings may indicate faulty application of the indifferent electrode(s) or failure of an electrical lead. Do not increase power before checking for obvious defects or misapplication of the indifferent electrode or other electrical leads. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).